Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for degenerative disc disease and non-malignant pain. It was reported that the patient was riding her lawn mower years ago which caused her to have stimulation in the wrong location. She met with the manufacturer representative who successfully reprogrammed the spinal cord stimulation to resolve the stimulation in the wrong location. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she didn¿t remember the date but it was not long after getting the stimulator (ins) like a year maybe and she hadn¿t been on a mower since. No further complications were reported.